Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced asthenopia and not happy. The clinical reason for explant was reported to be asthenopia. The iol was replaced with other company lens approximately within a month after initial procedure. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information was provided in a.2., b.5., b.6., b.7. And d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating there were no further complications to the patient.